Manufacturer narrative:
The customer has not repaired the device.

Event description:
It was reported by service report that the weight measurement taken does not correspond to the current angle reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by service report that the weight measurement taken does not correspond to the current angle reading. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.